Event description:
During implant procedure, the physician attempted to locate an acceptable atrial lead position but was unsuccessful resulting in a loss of p wave sensing. The issue was resolved by explanting and replacing the atrial lead. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not reveal any anomalies.